Event description:
It was reported that there have been impedance changes on the rv (right ventricular) lead since implant. The impedances and thresholds had increased steadily for several years and the lead had been scheduled for replacement but the patient became pregnant and the procedure was postponed. Now the impedance and thresholds are decreasing and have stabilized. It was noted that the patient has not been responding to the clinic's attempts to contact them for a revision. Therefore, the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was suspected to be fractured and has now been removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there have been impedance changes on the rv (right ventricular) lead since implant. The impedances and thresholds had increased steadily for several years and the lead had been scheduled for replacement but the patient became pregnant and the procedure was postponed. Now the impedance and thresholds are decreasing and have stabilized. It was noted that the patient has not been responding to the clinic's attempts to contact them for a revision. Therefore, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was a damaged guidetooth, there was apparent explant damage and the lead was stretched; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.